Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that the angioseal has no components inside. It was reported that the patient is stable. It was reported that there was no significant blood loss. Hemostasis was achieved by manual compression. Normal pta.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6 fr angioseal vip device was received at terumo medical corporation for product evaluation. The header bag was received with the device but no accessory components were returned. The returned component was subjected to visual analysis where a blood like substance was found along the device. The carrier tube assembly was found mated with the hemostatic sheath with the deployment sleeve in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor releasing additional suture. The tamping tube did not become exposed. The tamping tube likely did not become exposed to the presence of dried blood like substance increasing the deployment force needed to cause the tamping tube to deploy. There were no functional anomalies noted with the deployment of the anchor. Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. Functional tests confirmed that the device could be deployed. The IFU statement "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." Does not appear to have been followed since the anchor was still found in the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.